Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 100-125mg/dl- fasting. Strip expiration date is 11/30/2017 and strip open date is (B)(6) 2015. Strip storage is in bedroom. Customer declined a back to back blood test reviewed meter memory: 91mg/dl (B)(6) 2016 08:00:00 am fasting: yes; 99mg/dl (B)(6) 2016 08:01:00 am fasting: yes; 101mg/dl (B)(6) 2016 08:00:00 am fasting: yes; 110mg/dl (B)(6) 2015 10:44:00 pm fasting: yes; 112mg/dl (B)(6) 2016 10:44:00 pm fasting: yes. Memory concerns: customer is concerned with all of the readings in the meters memory customer called concerned their meter is registering low results because today (B)(6) 2015 at 10:43am fasting the customer tested their glucose and received a result of 101mg/dl the customer stated her glucose should have been around 120mg/dl, as she has been not eating right. The customer is currently taking metformin to manage diabetes.